Event description:
24-year-old female consumer reported being a regular tampon user who had a first experience with a string break. Consumer states that every time she attempted to remove the tampon the string would break higher and higher resulting on complete string break and failed attempts of self-removal. Consumer mentioned the embarrassment of going to the emergency room to have the tampon removed by a medical professional. Consumer stated that she has used the playtex brand for quite some time and have never experienced any issues before.